Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for inspection, and based on the results of the investigation, the suggested event was confirmed by olympus. The malfunction could have caused due to stress of repeated use, external factors or handling of the device; however, the root cause was unable to be specified. Additionally, the results of the reproduction test are showed that black oil components may have flowed into high-pressure hoses, co2 gas pipes, or other external sources. The main component of the black oil in the respective tubing is inferred to be n-butylbenzene sulfonamide. Black oil components contain metals such as al, which may not have originated from foreign bodies but could have drained from decompressors or electric-air proportional valve bodies. The event can be detected and prevented by following the instructions for use: the following cautionary statements are included in IFU gt7589 p.11 of the labeling review: uhi-4. "This device is designed for medical co2 only. Do not use any equipment other than medical co2 when using gases other than medical co2, which may be flammable, poisoned, or complicated. Use a high-pressure hose or wall-plumbing adaptor described in this operating manual to connect bombs." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited internal oil leakage inside the tubing. There were no reports of patient involvement.